Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in a large volume intermate. This was noted before use. The device was filled with teicoplanin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated at baxter (B)(4). A visual inspection identified particulate matter in the device. The reported condition was verified. The cause of the condition was not determined. A CAPA was opened to address this condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.